Event description:
It was reported that an unspecified 3.5 x 20 mm balloon was used to pre-dilate the lesion. When the balloon was in the anatomy and after pre-dilatation, the balloon was used to measure the lesion (the balloon appeared to cover all of the lesion). Considering the size of the balloon, the decision was made to use a xience prime 3.5 x 23 mm stent to treat the lesion. However, the physician noted that the stent did not appear to cover the entire length of the lesion; therefore he assumed that the stent size was not a 3.5 x 23 mm stent. The device was retracted and a new xience stent was implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.